Event description:
Procedure type: low anterior resection. According to the reporter: after firing the device, surgeon could not remove instrument from patient as the tissue was not completely cut. Some resection of tissue was done, and a new instrument of different type was used to complete the procedure. Some bleeding (under 200cc) occurred. The patient is in well current condition.